Manufacturer narrative:
Device evaluated by MFR: a detached stent was received for analysis. The stent delivery system was not returned for analysis. A visual and microscopic examination of the stent found that the struts in several locations were raised, distorted and misaligned. This type of damage is consistent with the stent meeting a resistance or an obstruction during the withdrawal of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter removal difficulty and stent damage occurred. The target lesion was located in the moderately tortuous mid left anterior descending artery. After a guide wire crossed the lesion, a non-bsc guide extension catheter was inserted. Then a 32mmx3.00mm promus premier¿ drug eluting stent was advanced but failed to cross the lesion. During removal of the stent delivery system (sds) , resistance was encountered. Subsequently,the device was removed together with the non-bsc guide extension catheter, however, deformation was noted at the stent body and near the edge. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that catheter removal difficulty and stent damage occurred. The target lesion was located in the moderately tortuous mid left anterior descending artery. After a guide wire crossed the lesion, a non-bsc guide extension catheter was inserted. Then a 32mmx3.00mm promus premier&#10244;rug eluting stent was advanced but failed to cross the lesion. During removal of the stent delivery system (sds) , resistance was encountered. Subsequently,the device was removed together with the non-bsc guide extension catheter, however, deformation was noted at the stent body and near the edge. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.